Event description:
It was reported that device had alarm - error codes/messages. There was no patient involvement.

Manufacturer narrative:
Additional information : imdrf annex a,b,c,d and g grids and manufacturer narrative(chr,DHR and shr statements). Correction: common device name, if other specify. Device evaluated by bd service. A review of the complaint history for sn (B)(6) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 02oct2017. The review was performed from the date of manufacture to the present date 22jul2021. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(6) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue. Device was not returned to manufacturing facility.

Manufacturer narrative:
Device was not returned to manufacturing for evaluation. A follow up report will be submitted with investigation results should the device be repaired or the device /logs be received for evaluation. The actual date of event is unknown. Device evaluated by bd service and not returned to manufacturing facility for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that device had alarm - error codes/messages. There was no patient involvement.